Event description:
The recipient has a cochlear implant and the implant is giving scalp issues, it is making an open wound on the user's scalp. The recipient has gone down to level 3 magnet and it doesn't seem to be helping. The user reached out via message through med-el website to ask if there was something else to try alleviating the pain. Reporter directed recipient to stop wearing processor. Contact her ci center immediately for medical management. This report refers to 9710014-2023-00135. For further information please refer to this report.